Event description:
It was reported by the affiliate that the (1) tvc55 was used during an unknown procedure. It was reported that the instrument locked out. The case was completed with another device and with no pt consequence.